Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was without capture in all programmable vectors. The patient was described as not feeling well. A chest x-ray was to be done.

Manufacturer narrative:
To date, this lv lead has not been returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.